Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (2 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that the hcp stated the patient came in because the pump continued to alarm over the weekend even after they had a refill. The caller stated that the patient reached low reservoir on (B)(6) 2024 but the alarm was not silenced at the time of the refill. The caller stated they had already updated the pump with a drug change so technical services (ts) confirmed that the alarm had been silenced.